Event description:
The provider states the footplate is taking a chunk out of the casters. The provider states a different provider drilled holes in the footplate to add an additional piece of metal to accommodate the end user's large braced legs.